Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned coronary treatment which got delayed for 30 minutes and the treatment was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the generator was busy starting up and x-ray was not possible. Review of the system log file confirmed that the x-ray tube has malfunctioned. The x-ray tube generates the x-ray beam using the high voltage current provided by the generator. The philips engineer repaired the x-ray tube by cleaning the high tension (ht) candle with isopropyl alcohol and then by using a pin gauge to check its pins before applying the silicon paste. The fse also performed tube conditioning/adaptation, tube yield calibration, and edl calibration, as well as testing the machine's functionality. The fse completed the repair activities and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that it was not possible to produce x-rays. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and cleaned the ht candles with alcohol, checked the pins using a pin gauge, and applied silicone paste. The fse also performed tube conditioning/adaptation, tube yield calibration and edl calibration, and the device was returned to expected functionality.